Event description:
It was reported that multiple components of the neurostimulator system was removed. The implantable neurostimulator (ins) was removed along with two extensions. The device and components were removed due to an infection. The leads "appeared" to be left in the body, and used when a new device was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension; product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension; product ID 3389s-40, lot# v742349, implanted: 2011-(B)(6), product type lead; product ID 3389s-40, lot# v742349, implanted: 2011-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that after the patient's first implant he experienced redness and an infection. He could also not open his eyes, leading to a hospital stay for seven days and rehab for three weeks in (B)(6) 2011. The issues were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the patient got an infection and got very sick after their first surgery as of an unknown date in 2011 or 2012. It was stated that the patient still wanted to redo the surgery, and that the second implantable neurostimulator (ins) was perfectly fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a friend/family member reported that the explant procedure was performed quickly, within 5 days of the infection/redness symptoms first showing.